Event description:
It was reported that the customer was getting a no delivery alarm on the insulin pump. Customer's blood glucose level was 319 mg/dl. Customer treated with a manual injection. Customer ran a manual prime and the insulin did exit the tubing. Customer stated that the cannula was bent. Customer inserted with a serter device. Customer avoids scar tissue and rotates sites. Customer was advised that the alarm may have been due to the bent cannula. Customer was advised to return the set for analysis and to change out the entire infusion set. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.